Event description:
Reported event of 10 cases of "implant malposition or imf asymmetry" from journal article: "risks and benefits of using an absorbable mesh in one-stage immediate breast reconstruction: a comparative study," plastic and reconstructive surgery, volume 135, number 3, p 498e-507e, march 2015. Side is unk. Treatment has occurred.

Manufacturer narrative:
(B)(4). Device labeling addresses migration: in allergan's (B)(4) study, through ten years, the most common unsatisfactory result was asymmetry and implant malposition. Approx (b)4) who underwent reconstruction had additional surgery to improve asymmetry or implant malposition.